Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2020) is considered to be a best estimate. Updated fields: a2, a4, b4, b5, b6, b7, d3, d4 (catalog no, lot no, UDI no, expiry date), g3, g4, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol 3dmax (device 2). An additional supplemental emdr was submitted to represent the 3dmax light (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax light mesh on (B)(6) 2014 and 3dmax mesh on (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with left inguinal hernia and umbilical hernia thereby underwent laparoscopic repair with implant of 3dmax light (device 1). Per op notes, ¿on the left inguinal region, the hernia sac was identified and reduced. A 3dmax light (device 1) was placed and sutured. Umbilical hernia sac was identified and reduced. The defect was repaired primarily with sutures.¿ (B)(6) 2020 - patient was diagnosed with recurrent left inguinal hernia and pain thereby underwent laparoscopic repair with implant of 3dmax (device 2). Per op notes, ¿moderate omental adhesions to the mid abdomen were noted and lysed. No evidence of hernia in the right inguinal region. A large indirect left inguinal hernia was noted posterior/inferior to previous mesh (device 1). Massive lipoma was noted and excised. The hernia sac was identified and reduced. A 3dmax (device 2) was placed and tacked to coopers ligament.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol 3dmax (device #2). An additional emdr was submitted to represent the bard/davol 3dmax light (device #1). Should additional information be provided, a supplemental emdr will be submitted. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax light mesh on 19-may-2014 and 3dmax mesh on (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.